Event description:
It was reported that the pump unexpectedly displayed a reset screen. The customer's blood glucose (bg) level was 572 mg/dl. Customer required assistance addressing bg with a manual insulin injection from wife. Reportedly, the customer continued to use the pump for insulin therapy.